Event description:
Device malfunction: significant blood flow (device#1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after a diagnostic procedure. Reportedly, the device was pulled back to position the foot against the arterial wall and "there was more than usual arterial flow". A second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Device #2 - proglide (part#12673-03; lot#67052-6h), is being filed under a separate medwatch report.